Event description:
On 4/18/00, the facility's peri-operative resource coordinator informed the MFR's rep of the following: prior to implanting the device, they were unable to flush the device. The catheter was placed (route unknown), another device body was obtained and the procedure was completed without further incident. Additionally, it was stated that the complaint device body is available to be returned to the MFR for analysis. The pt, physician and catheter route info will be forwarded along with the device body when returned. No further details were provided at this time.